Event description:
Pump declared alarm 20 during loading, causing interruption in insulin delivery. Customer declined to report impact on blood glucose level. Technical support educated customer on proper loading technique and assisted in attempting to resume insulin therapy, but cartridge alarm recurred. Pump was set to be replaced by technical support, and customer will use multiple daily injections as backup therapy. Customer was instructed on storing and returning defective pump using pre-paid label.